Event description:
It was reported that the patient's device settings were found indicative of a faulted diagnostic test. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Review of device programming history identified that a faulted diagnostics test occurred on (B)(6) 2013 which changed the patient's device to unintended settings. The generator was not interrogated as the last step to ensure that the settings were correct when the patient left the office. The settings were found changed on (B)(6) 2014; however, were not corrected at that visit.

Manufacturer narrative:
Date of event; corrected data: new information received corrects the date of event.